Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision pinnacle, (B)(6) hospital (B)(6) 2018 unknown primary date, unknown 1st revision date. Revision (B)(6) 2018 liner exchange of lcs meniscal bearing due to infection. Surgical team report systemic infection. Inserts appear undamaged on removal. Replacement bearing inserted. (B)(6) rep present for case, no supporting data available. Male patient aged (B)(6) years. Doi: unknown: dor: (B)(6) 2018; unk hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.